Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support of experiencing discomfort after completing peritoneal dialysis treatment. The patient manually drained 3900ml the morning after treatment was completed. This drain is 195% of the patient¿s prescribed fill volume of 2000ml and is therefore a reportable event. The patient did not experience any complications as a result of the alleged event and has resumed treatment on a replacement cycler.

Manufacturer narrative:
The reported complaint symptom (dv > 200% of fv) was not confirmed. The reported complaint symptom draining slowly was not confirmed. The reported complaint symptom scale reading error warning was confirmed. An exterior visual inspection of the returned cycler found the heater tray/scale was touching the top cover (display side). In an initial simulated treatment, the weighed fill volume of fill 1 was out-of-specification. An initial check of the scale, showed that the load cell verification was out-of-specification. The load cell verification failed at the 4000 g weight test. The ¿go/ no go gauge¿ check failed. The ¿go gauge¿ failed on the left side of the heater tray. The ¿go gauge¿ also failed at the left, rear corner of the heater tray. After adjusting the position of the load cell bracket by loosening the bracket baseplate screws and pushing the load cell bracket backwards, the heater tray was no longer touching the cycler cabinet top cover. After adjusting the position of the load cell bracket, an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. After adjusting the position of the load cell bracket, the load cell verification passed. The drain times were within the time specifications for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no other discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."